Event description:
It was reported to philips the device was unable to deliver shock. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips the device was unable to deliver shock. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient/procedure information, however, no additional details were received. Diagnostic performed by engineer : reviewed/confirmed customer diagnostics on device. Inspected all cables, connections and leads wires. No issues. Attached device to patient analyzer. Obtained a 12 lead reading/acquired 12 lead. Check logs, cable error, replaced trunk cable from customer stock. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes. Was there any adverse event to the patient or user? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? Unknown - the customer did not answer this question. No ECG monitoring strips or case event files were provided to philips for review. A philips authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty therapy cable.